Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 tissue welder started "glowing" and smoking upon being assembled and readied for use. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The vh-3000 and vh-3030 are returning. The tm requested the cable to be sent back although the hospital did not report a malfunction for the cable.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)